Manufacturer narrative:
Sections with additional information as of 02-may-2023: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Product evaluation has been completed and most likely underlying root cause selected. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(4) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products did not resolve the initial concern - internal report reference (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results using replacement product - internal report reference (B)(4). Wife is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 397 and 327 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 148-160 mg/dl and expected pm fasting blood glucose test result is 200 mg/dl or under. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/18/2024 and open vial date is (B)(6) 2023. The meter memory was not reviewed for previous test result history.